Event description:
Adverse event(s): "cannot read without glasses, disappointed with distant vision" (vision, impaired). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A consumer reported that following bilateral intraocular lens (iol) implant surgeries, he cannot read without glasses, is disappointed with his distant vision, and has not seen any improvements. He stated that his surgeon told him he has dry eyes and prescribed him medication. The consumer disagrees and has not used the medication. Additional info has been requested. There are two medical device reports associated with this event; this report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 05/20/2010 and 06/07/2010 by phone, fax, and mail. Medical records were received on 06/01/2010. A completed questionnaire has not been received. (B)(4)